Manufacturer narrative:
No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. No damages or defects were found that would affect the delivery of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels was "high" (>500 mg/dl) while wearing the pod between 24 and 36 hours. Symptoms reported include nausea and thirst. The patient was diagnosed with diabetic ketoacidosis was treated with an insulin drip. The patient was released the following day. The pod was removed at the hospital.